Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm. Customer's blood glucose was 400 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a compromised force sensor system error alarm during the displacement test due to motor high current draw. Unable to perform functional tests, including the displacement, basic occlusion, occlusion, prime or excessive no delivery tests due to the error alarm. The pump had a missing end cap sticker, cracked battery tube threads and a cracked reservoir tube lip.